Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, approximately 1 year and 3 months post-implant, it was reported that the patient presented to the hospital after several alarms occurred while the pump was connected to the power module. The patient experienced dizziness during the alarms. The system controller log files confirmed several pump stoppage events. The manufacturer's representative performed a driveline assessment, and the external portion of the driveline was manipulated while the lvad system was connected to a power module patient cable; however, no pump stoppage events occurred. When the patient was instructed to twist the upper body, a pump stoppage was triggered. It was determined that there is likely an internal compromise to the driveline. The patient was discharged with a non-grounded power module patient cable. No additional information was provided.

Manufacturer narrative:
A root cause of the reported event could not be conclusively determined as the device remains in use supporting the patient; however, the report of alarms and pump stoppages was confirmed through the evaluation of the submitted system controller log file. The log file revealed multiple low speed and pump stoppage events corresponding to elevations in pump power. All of the events captured occurred while the system was operating on the power module and appeared consistent with potential driveline wire compromise. No further alarms or events have been reported since the patient was provided with a non-grounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.